Event description:
Additional information was received that indicates a revision surgery was performed due to wear.

Manufacturer narrative:
UDI no: (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned liner and ceramic head show the devices resemble typical explanted devices. A review of complaint history for listed part 71332808 revealed no prior complaints for the listed part. A review of complaint history for listed part 71742850 revealed prior complaints for the listed failure mode, no prior complaints for the listed lot. A review of complaint history for listed part 71336450 revealed no prior complaints for the listed lot/failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our lab noted discoloration, possibly due to absorption of biological fluid, was observed on the backside of the liner. Damage/deformation, possibly due to femoral neck impingement, was observed on the overhang of the liner. Damage/deformation, potentially created by instrument contact during revision surgery, was observed around the periphery and on the face of the liner. Total linear penetration was estimated to be 3.3 mm using silicone mold replication. No unusual wear features were observed on the articular surface of the acetabular liner. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.